Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the right ventricular (rv) lead became dislodged while positioning the left ventricular lead. While attempting to subsequently reposition the rv lead, it was observed that the lead's helix exhibited a failure to extend and retract. The rv lead was not used, and was replaced. There were no patient consequences.